Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition with a seven second pause in pacing. There was also noise on the shock channel. The noise was able to be reproduced with pocket manipulation and deep breathing. Boston scientific technical services (ts) discussed further troubleshooting options with the health care professional (hcp). Other lead measurements were noted to be normal. No adverse patient effects were reported. The lead remains in service.